Manufacturer narrative:
(B)(4). Other devices used: catalog #00596403212, nexgen lps-flex fixed articular surface, lot #62401606 - manufactured by zimmer inc., (B)(4). Catalog #00598003702, nexgen stemmed precoat tibial component, lot #62772509 - manufactured by zimmer (B)(4). Catalog #00597206532, nexgen all-poly patella, lot #62747844 - manufactured by zimmer (B)(4). Catalog #00598801215, nexgen straight stem extension, lot #62746047 - manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain in her left knee and is having trouble getting into a vehicle and climbing stairs.

Manufacturer narrative:
This report is being submitted to amend: implant date, date received by MFR, type of reports, if follow-up, what type? And additional MFR narrative.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. No compatibility issues were noted. The complaint history search performed individually for the part and lot combination for tibial, articular surface, femoral, patella and stem component found no other complaints. A definitive root cause cannot be determined with the information provided.